Event description:
On 11/25/2006 the lay pt's husband contacted lifescan (lfs) alleging that the pt's one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) sent a letter to the pt because she could not be reached by phone on two different days and times. The mas listened to the recorded call to lfs. The following information was provided during the initial call to lfs: no info was provided regarding the pt's diabetes treatment regimen. The husband said he was a nurse. He said he came home around 3:00 pm on 11/24/2006 and his wfe said, "we're not together, something is wrong". He said, "I thought she was confused; my wife is 80 years old". He said he went out. While he was out, his daugther called him to say she couldn't get the patient to eat and the pt fell down. The daughter called ems and the husband returned home. The husband found the pt non-responsive, but able to grip slightly to command. He said he thought she might have a stroke. He tested the pt's blood glucose with the reported meter and obtained a reading of 185 mg/dl. Emt's arrived and obtained a result of 22 mg/dl on the ems meter. The specific time difference between the one touch ultra result and ems meter result was not provided. The emt's were unable to start an IV while they transported the pt to the ER at 5:30 pm. The pt was treated with glucose in the ER. Blood glucose readings obtained in the ER were not provided. However, the husband said he performed a comparison test of the one touch ultra meter to the ER meter and the results were 125 points apart; he did not provide the specific results. The husband also said a similar incident had occurred in the past; at that time, the pt's blood glucose level had been 40 mg/dl. More info regarding this incident was not provided. The husband told the customer care advocate (cca) that he had conducted a passing control solution test with the lfs product about "two weeks ago". The mas did not hear documentation of a control solution test performed during the call to lfs on 11/25/2006. The cca confirmed that the test strips were not expired, were in good condition, and had been stored correctly. The cca confirmed that the correct testing technique was used. The meter, test strips, and control solution were replaced. It is not known if the pt uses the meter for making treatment decisions or monitoring her blood glucose. It would also be helpful to know if the pt has any other medical conditions such as anemia which may affect the blood glucose result. The complaint is reported because the lfs product read high compared to the pt's symptoms that suggested hypoglycemia and to a hypoglycemic reading on the ems meter. The pt was treated with glucose in the ER.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.